Event description:
The caller stated that the customer's belt clip for the insulin pump had broken. The customer's blood glucose was 400 mg/dl, which was caused by the insulin pump being off for several hours. The caller declined troubleshooting for the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.